Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, start dose), imipenem injection (1 gram, intraperitoneal, once daily) and amikacin injection (100 mg, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient's pd fluid was clear. On an unreported date, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.